Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was transported to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of "low"; although specific value was not provided. Reportedly the customer lost consciousness and was assisted by emergency medical services with an injection, however details of contents were not provided. Customer was treated with intravenous fluids of saline at the hospital. Customer was discharged on (B)(6)2023 with the issue resolved and no permanent damage. During troubleshooting with tandem technical support, it was found that the customer was attempting to load a cartridge and never finished the process and never resumed insulin.